Event description:
During the trial lead implant procedure the patient's dura was punctured by the insertion needle. The procedure was aborted. The patient is reportedly doing well.

Manufacturer narrative:
The lead was discarded by the medical facility and will not be returned for evaluation. A review of the device history records for the discarded lead was completed and no anomalies were noted. This is the final report.